Manufacturer narrative:
The cause of the event was most likely due to patient factors and progression of underlying valvular disease.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined at this time. A supplemental MDR will be submitted upon completion of the investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y-o patient with a valve model 6900p27 implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of 8 years and 10 months due to degeneration leading to moderate-to-severe stenosis (mean 9mmhg and oa 1cm2) and regurgitation. A 29mm sapien3 valve was implanted within the edwards surgical device with no reported complication for the patient who was noted as to be hospitalized in stable condition after the procedure. Indication for surgical device implantation was severe mitral insufficiency.